Manufacturer narrative:
The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The manufacturer was informed that during a post market study, the scope's culture tested positive for candida albicans after reprocessing. There was no patient injury reported.

Manufacturer narrative:
The endoscopy support specialist (ess) visited the user facility and observed leak testing and manual cleaning of the tjf 160f. All steps in the reprocessing manual were performed. The ess recommended obtaining a container of clean rinse water to flush the elevator recess during manual rinsing, in order to maintain a dirty to clean work flow. In addition, recommended removing dirty ppe prior to handling the lid and using the key pad on the aer. The re-culturing results were received from an external lab. Re-culturing was conducted according to the instruction of post market study after reprocessing of the scope. The sample which was collected from the endoscope tested positive for geobacillus sp. (1 cfu). Persistent organisms were not detected during re-culturing. The scope was sterilized at an independent laboratory and returned to the service center for repairs. A visual inspection was performed on the scopes instrument and suction channels. A slight yellow colored stain on the instrument channel wall was observed at the bending section side. Multiple kinks and scrape marks were also noted in the instrument channel at the distal bending section area. Additionally, there were no signs of foreign substance/materials/stain found with the suction channel and or insertion tube, bending section cover, bending section cover glue, elevator forceps raiser, distal end cover, light guide lens/glue and objective lens/glue. The scope passed the leak test. The cause of kinks and scrape marks on the biopsy channel wall are likely due to excessive force/stress. A review of the service history indicated the asset scope was last serviced via repair on august 8, 2018; not related to positive culture on the scope. The cause of the reported positive culture cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be updated and supplemented accordingly.

Manufacturer narrative:
According to the original equipment manufacturer (OEM) the root cause of this case is as follows: although no reprocessing procedure deviations were observed, insufficient reprocessing due to improper reprocessing procedure is a potential cause of contamination.